Manufacturer narrative:
Correction information: section e.1, h.6. Additional information: section b.5. Advanced bionics considers the investigation into this reportable event as closed. It is noted that the device was visible through the auditory canal; however, there was no wound. The recipient's device was activated, and they are using the device with good perceptions. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient experienced migration with the implanted device touching the external auditory canal. The recipient had repositioning surgery on (B)(6) 2025.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.